Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomies') and device breakage ('they left the coils') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hysterectomy and device breakage outcome was unknown. The reporter considered device breakage and hysterectomy to be related to essure. The reporter commented: they left coils because they didn't believe they were in problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomies') and device breakage ('they left the coils') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). At the time of the report, the hysterectomy and device breakage outcome was unknown. The reporter considered device breakage and hysterectomy to be related to essure. The reporter commented: they left coils because they didn't believe they were in problem. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.